Event description:
The drill broke off in the femoral neck, the broken part of the drill could not be removed and is still in situ. However, the fracture was successfully reduced and stabilized and the patient is not experiencing any other problems at present. No other patient details.